Event description:
It was reported that during a clinical study, the universal modular electric/battery double trigger handpiece was not functional. There was no report of pt injury or surgical delay associated with the event. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.